Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, the information provided seems to indicate it may have been a result of the patient neglecting to take coumadin, possibly resulting in thrombosis formation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 2 years post successful viv tavr (23mm sapien 3 within a pre-existing 23mm surgical heart valve) tte was performed and showed a mean gradient of 56.3 mmhg. Tee performed one month later showed a mean gradient of 44 mmhg. The patient is symptomatic. Per the physician, the patient was not taking coumadin and may have developed a thrombosis secondary to this. The site is discussing implanting a non-edwards thv versus explant and open-surgical valve replacement. Medical records were received for review. Tee from 04/2021 did confirm elevated aortic gradients, peak 61mmhg, mean 36mmhg, peak velocity 386.1cm/sec lv ef 55-60%. Tte 03/2021 showed similar values peak gradient 100.7mmhg, mean gradient 56.3mmhg. The patient has been experiencing worsening dyspnea over the past year along with pre-syncope, but never syncope, palpitations and chest tightness / left arm pain with onset of their palpitations, which patient felt was their conversion to a-fib. Per one of the patient's physicians, the patient was not talking their anticoagulant and it is felt that a thrombosis secondary to the patient not taking their medication could be the issue as the patient's mean gradients have lowered from 56.3mmhg to 44mmhg during the month between the echocardiograms done on 03/2021 and 04/2021, but this hasn't been confirmed as yet.